Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported soft tip deformation appears to be related to patient conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 3-4 functional mitral regurgitation(mr) and vessel tortuosity for a mitraclip procedure. During the procedure, advancement of the steerable guide catheter (sgc) over the transseptal guidewire was unsuccessful due to resistance encountered within the anatomy. Upon inspection, a structural deformity was identified at the soft tip of the sgc. The sgc was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 3-4 functional mitral regurgitation(mr) and vessel tortuosity for a mitraclip procedure. During the procedure, advancement of the steerable guide catheter (sgc) over the transseptal guidewire was unsuccessful due to resistance encountered within the anatomy. Upon inspection, a structural deformity was identified at the soft tip of the sgc. The sgc was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.